Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is having driveline fault alarms and low speed advisory alarms. Patient has significant wear to his driveline and the vad team will get xrays. The patient's lactate dehydrogenase and tbili are well at his baseline so the vad team did not think this event is a thrombus but will get a cta to confirm. A log file review was requested. There a two possible causes of the speed drops (either a potential pump ingestion or a possible perc lead issue). The log file captured speed drops less than the low speed limit on (B)(6) 2020 at 3:29am while connected to the power module. If related to a percutanous lead issue, the data showed two low speed advisories on (B)(6) 2020 at 3:29 am. Speed drops were as low as 8210 rpm. The log displayed intermittent driveline fault alarms as mentioned. The driveline fault alarms appear to be occurring in the same phase as previous driveline faults on (B)(6) 2019 due to a potential degrading wire in phase b. This type of behavior has been linked to potential issues with the percutaneous lead. The low speed advisories only appear to be occurring while the vad is connected to the power module. Technical services stated that in order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. Technical services also observed several low voltages on rsoc (relative state of charge) while the patient is tethered on patient cable (most often due to cable fatigue). Technical services recommended replacing the patient cable with a new one. On 12aug2020 tech services arrived onsite for driveline evaluation/repair. Upon arrival, driveline fault alarms were not present on controller/system monitor. The repair was performed approximately 2.5 inches from the exit site. Percutaneous lead replacement was performed. After repair tethered patient on grounded patient cable without issue and no alarms noted.

Manufacturer narrative:
Manufacturer's investigation conclusion:. Driveline wire compromise was confirmed via the evaluation of the replaced segment of external driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020 under work order (B)(4). Visual inspection of the underlying wires of the driveline after the silastic sleeve, bionate, and metal-braided shield were removed revealed a completely fractured black wire, approximately 3.5¿ from the metal connector. Continuity testing was not performed on the black wire; however, if it had, an open circuit would have been detected. Continuity testing was performed on the remaining wires and did not reveal any discontinuities or shorts. The remaining wires were then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The observed damage to the black wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the black wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which would have resulted in the driveline fault alarms observed in the submitted file data. Furthermore, the observed damage to the black wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting shorts to ground would have caused the reported low speed event as seen in the submitted file data. No further issues have been reported at this time and the patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.